Event description:
My son is a type 1 diabetic. He has been using the dexcom app along with the omnipod pdm for treatment. However, there are many inaccurate readings on the dexcom app and when calibrated it does not register. This has caused him to go into hypoglycemia many times as the app does not work correctly. Dexcom customer service support always says it's a sensor issue for 5 months now. But it is not.